Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 8 x 2.25mm promus premier¿ drug-eluting stent was advanced distal to the previously implanted stent but failed to cross the lesion. However, it was noted that the stent struts of the previously implanted stent and under-ployed stent were damaged. Damaged was observed via vascular imaging and the 8 x 2.25mm promus premier stent was removed from the patient. The procedure was completed with a synergy stent with the support of non-bsc guide extension catheter. No patient complications were reported and the patient's status was good/stable.